Event description:
It was reported that the lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal conductor fractured; full lead in segments was returned for analysis. The proximal conductor was stretched and blood/body fluid was observed on the distal conductor (not obstructed). The outer insulation was breached/cut, a white substance was observed and it breached/depressions. The lead was flexed.